Event description:
The pt is a non-malignant pain/failed back surgery syndrome pt who had a pump and catheter implanted two years ago and had dilaudid infusion, was morphine intolerant. Pt developed spastic gait, difficulty walking. MRI showed a mass. Pt underwent surgery to remove 1/2 of a 1 cm mass, necrotic in appearance. Unknown if catheter tip or mass was cultured. Catheter was explanted. The pt recovered.